Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check did not identify location of occlusion. Customer changed cartridge and infusion set site. Reportedly, customer resumed insulin therapy.